Event description:
Customer's father called to report that the insulin pump alarmed motor error. Customer's blood glucose reading was 388 mg/dl. Troubleshooting was done. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
This report is provided because our original medwatch form was submitted missing information from the event details.

Event description:
The customer's son reported via telephone call that the insulin pump had also alarmed for no delivery of insulin. The blood glucose reading at the time of this alarm was 364 mg/dl. The customer's son was unable to troubleshoot at the time of the call due to a motor error alarm. The customer's son was advised to call back if the issue reoccurred in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and no excessive no delivery alarm noted; the motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery test and occlusion test. The insulin pump has cracked reservoir tube lip and minor scratches on the display window noted.